Event description:
It was later reported that the dissection was attributed to a guide catheter that was used to cannulate the coronary sinus.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dissected the coronary sinus (cs) during the implant procedure, resulting in a cs spasm. The lead remains in service. The patient is a participant in the adaptresponse clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.